Manufacturer narrative:
The handpiece was received by the manufacturer, and the complaint was confirmed. Based on the quality investigation, the drill's handswitch assembly became displaced, which disabled the safety mode and allowed the drill to operate when not intended. It is unk how the handswitch assembly became displaced. The handswitch was repaired and additional preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer, the drill activated while in safe mode. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.